Manufacturer narrative:
H6: investigation: no photos or samples were received. The DHR review was not performed due to the lot number was not provided by customer. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. According with this investigation there is not enough information provided from customer like lot number, pictures of original packaging and/or label issued by the weighing system in order to determine the root cause of this issue.

Event description:
It was reported that sharps coll 1.5qt red was missing the lid. The following information was provided by the initial reporter: according to the customer's report, one lid was missing on arrival.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sharps coll 1.5qt red was missing the lid. The following information was provided by the initial reporter: according to the customer's report, one lid was missing on arrival.